Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other device involved in the event is as follows: model: fa-77500-14 / lot: 9628050; dom: 04 apr 2012; exp: 04 apr 2015. (B)(4).

Event description:
(B)(4). Treatment of four small unruptured saccular sidewall aneurysms measuring 10mm x 6mm, 8.5mm x 6.4mm, 8mm x 6mm, and 4.3mm x 2.7mm located in the left ica (internal carotid artery). The patient presented with neurological symptoms of dizziness or loss of balance, coordination, nausea and vomiting. The patient was on plavix and aspirin prior to the procedure and given heparin intra-operatively. On (B)(6) 2012, the patient underwent pipeline embolization treatment involving two pipelines (5mm x 30mm and 5mm x 14mm). Angiogram runs noted the pipelines to be in good condition but with incomplete wall apposition. Balloon angioplasty (an option presented in the instructions for use, u.s.) Was performed on the pipelines to achieve full wall apposition. No additional treatment was required and no adverse events were associated with the procedure. On (B)(6) 2012, the patient was discharged. During the last follow-up on (B)(6) 2013, an mra (magnetic resonance angiography) revealed a residual neck and the patient showed no symptoms. No patient injury was reported as a result of the procedure.